Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer aspheric single piece lens but the lens tore while being loaded. There was patient contact and it was unknown if there was any patient injury. Another same model lens was implanted.

Event description:
Additional information received - the lens was inserted and removed.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): lens not returned.

Manufacturer narrative:
Evaluation:results - visual inspection of the returned product found a piece of the lens optic and both haptics torn off and missing. The lens was returned in liquid. (B)(4)